Event description:
Reporter complains about adverse events to her left and right breast implants. Her left implant has formed a class four capsular contracture. Her surgeon believes the right side has ruptured as well but has a scheduled appointment for further investigation. This device has been issued a recall in 2019. Reporter complains about severe breast and limb discomfort. She will have surgery on (B)(6) 2025 to extract both left and right breast implants. Pt codes: 4504, 2330, 1761. Device code: 2682. Ref report: mw5174595.